Event description:
It was reported, following an MRI, the device was in back up mode. It was noted, the device was not programmed into MRI mode correctly prior to the patient undergoing the MRI. Technical support was contacted and reprogramming was preformed to resolve the event. The patient was stable.